Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured once due to a deep implant depth. The patient became hypotensive and aortic insufficiency (ai) was noted. The valve was released during the second deployment. Following deployment, the ai remained. Cardiopulmonary resuscitation was initiated and the patient was placed on cardiopulmonary bypass. Once the patient was stabilized, a post-implant balloon aortic valvuloplasty (bav) was performed with a 22mm non-medtronic balloon. Fluoroscopic inspection showed the valve had dislodged slightly above the annulus. A "significant" amount of paravalvular leak (pvl) was noted. Subsequently, a second valve was implanted. Following successful deployment, a second post-implant bav was performed with a 22mm non-medtronic balloon and the pvl reduced to trace. The patient was removed from bypass without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received reporting that the aortic insufficiency following the valve deployment was moderate paravalvular leak (pvl). It was noted that following the post implant balloon aortic valvuloplasty (bav) and valve dislodgement the pvl was moderate. It was reported that following the valve implant procedure the patient coded and was placed on extracorporeal membrane oxygenation (ECMO). Fifteen days following the implant of the valve, ECMO was removed and the patient passed away. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.